Event description:
I have several blood glucose meters of which the fora v10 is the worst. Always reading from 15 to 40 or points higher than it should. This morning was the straw that broke the camel's back. It read 115 while I was having an insulin reaction. Compared to my freestyle meter which always agrees to my lab tests, it read 58. A difference of 57 points. It's happened before quite a number of times. I've banked my head against wall talking the MFR. Their test fluid has a range of 117 to 157 for normal. This meter and it's test strips must be recalled and tested or pulled off the market. Another comment is the bg testing meters used in hospitals or by physician have a tighter standard than those used at home. This is wrong!. I have been exhorted by my cardiologist, my nephrologist and my ophthalmologist to maintain my bg's under tight control. Many of the test strips are manufactured in (B)(6) somewhere and we all know they have little quality control and don't care either. Come on FDA, we know you guys care. We diabetics demand these blood glucose manufacturer be held to very tight standards. The other very sad issue is too many of the hmo's care only for their bottom lines. Us seniors on limited incomes are being ripped off because the hmo's offers only those meters that are friendly to their bottom lines without giving a real "profanity" about their patients true needs. The best meters I've used to date are the freestyle and the wavesense presto. My testing was accomplished using statistical analysis with linear regression and trend analysis. We demand real action now! Sincerely (B)(6).